Manufacturer narrative:
(B)(4). This lot was manufactured february 7, 2015 to february 9, 2015. The device was received for evaluation. Visual inspection was performed and identified floating particulate matter in the solution of the device. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a floating fiber. The device was compounded with fluorouracil. There was no patient involvement. No additional information is available.